Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. The lv lead was found to be dislodged up into the atrium via x-ray. The lv lead was explanted and replaced. The patient was stable throughout the procedure.